Event description:
It was reported that after drilling the site, the implant was placed but the mount could not be disengage it was stuck. The procedure was successfully completed with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvt4b10, (imp,tsv,4.1,10,mtx,mg) for evaluation. Visual evaluation and functional testing were performed: the mount and implant were received disengaged. Damage was identified to the implant. The implants drive feature was damaged. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Device history record (DHR) review was completed for the subject lot number 1258859. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release based on the investigation and risk management file review, the most likely root cause determined from the investigation was improper loading and used outside of intended use. Therefore, based on the available information, a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.